Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the pump into a known working outlet and leave it for at least 30 minutes to resolve the charging issue. No additional information was provided as the customer advised they would call back if the issue was not resolved.